Event description:
It was reported that no capture was observed at maximum output but the patient did feel diaphragmatic stimulation. The sensing had decreased. A chest x-ray showed the lead had perforated through the heart. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.